Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling shortness of breath after vigorous playing with kids. Loss of capture was observed on the left ventricular lead. Fluoroscopy revealed lead dislodgement during the procedure. The lead was explanted and replaced. The patient was stable post procedure.